Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of the intraocular lens into the patient¿s left eye, intraocular pressure (iop) spiked at the 1-day post-op visit. Reportedly there was patient complication and/or related injury, iop spike requiring treatment was not sight threatening. The lens currently remains implanted in the patient¿s left eye. The patient is taking diamox to reduce the iop. Surgeon uses a wound assisted technique for implantation but during implantation the iol popped from wound and was assisted in to the anterior chamber (ac) during insertion. There was no patient complication and/or related injury. Patient has recovered. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: the model number (zcb00) was entered inadvertently entered in the initial emdr report which is incorrect. The correct device model is ''gcb00'' which has being corrected in this supplemental MDR report. This report is being filed on an international device; tecnis 1-piece iol, model gcb00 that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the clinical investigation will be covered under the clinical study for this device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.